Manufacturer narrative:
Lot number - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Expiration date - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - department manager/nurse supervisor. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. Based on the results of our investigation, the root cause of the complaint could not be identified. Since actual sample was not returned for evaluation hence we could not provide the detailed information of its actual condition. Similarly, molding condition of the components critical to the safety activation and connection of the product is checked to assure that no defects will be encountered that will lead to sheath activation problem. We have in-process inspection for visual, sensory, and functional test to assure quality performance of assembled sg3 needle. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. Only samples passed specification are allowed to be shipped. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the surguard3 safety needle was difficult to close and that a needle stick almost occurred. It was reported that it is difficult to engage the safety mechanism on the surguard3 safety needles quickly and safely especially with multiple injections. The patient was not impacted. No needle sticks occurred. The patient injection was delivered as intended.